Event description:
Left knee swelling, left knee effusion, information was received on 04 may 2006 from a physician regarding a pt, with medical history of gonarthrosis. The pt received two synvisc injections 2006 in the left knee. The pt expereienced left knee swelling and left knee effusion. The pt was hiospitalized (details not provided). 8 days later an antibiogram was perfromed against staphylococcus epidermodis. The treatment with synvisc was permanentyl sicontinued. The physician assessed the events as severe in nature and the causality as probable. At the time of this report the pt had recovered.